Manufacturer narrative:
Investigation summary: customer reported texium connector (pn#: 1001224) leaked despite being tightened. The customer returned one leaking sample, one unopened texium, and associated bodyguard pump set. The bodyguard set has a built-in anti-free flow valve and without a bodyguard pump flow was not achieved. The texium connector was tested over 4 days at a rate of 5 mls per hour, was infused with blue dye fluid, and the texium was wrapped in white cloth. Texium was also tested under syringe pressure with blue dye. There was no evidence of a leak. Visual analysis was conducted under microscope on both the leaking sample, and the unused sample. No defects or difference between the two connectors was observed. This complaint was then escalated to high priority and shipped to our cae (computer aided engineering) team for further analyses using CT (computer tomography) scan. This created a 3d representation of the connection in effort to determine if there may be any internal mechanism which could possibly lead to a leak. No abnormalities were detected. Investigation into the chemical composition and dimensions of the bodyguard's male luer and the texium female luer proved to show that there no issue. The 510(k) for texium does not specify compatibility of components to the female luer, except that they should be iso594-2 compliant with a 6% taper. Cmeamerica confirmed that the bodyguard set was also iso 594-2 compliant. When reaching out to cmeamerica, I discovered that bodyguard pumps had inaccuracies of up to 13%, which made them suspend any further distribution of the infusion pump and remove all existing bodyguard products from the u.s. Market on april, 27th. The bodyguard pumping set provided that leaked with the texium should not be used anymore, and the customer is strongly recommended to discontinue use of the set. We believe that despite no findings of failure, a thorough investigation was conducted and any avenues of a root cause were investigated. The bodyguard and texium have compliant luer connections and material compositions. Pressure leak test, long duration infusion test, and CT scans all could not reveal an issue. The customer is encouraged to end use of bodyguard sets.

Event description:
It was reported that texium closed male luer with female cap leaked. The following information was provided by the initial reporter: material no: 10012241, batch no: unknown. It was reported that the texium leaked even though the connection were reported as tightened. Our texium is being used with the bodyguard pump set for homecare use. The texium is fitted to the fixed luer end of the set and has been reported as leaking where the connection of the luer meets the female end of the texium connection. Connections were reported as tightened, yet leaked. The picture I will be sending along shows the med as crystallizing where it has leaked. This is the first instance of this occurring where the texium has leaked with the use of this bodyguard set and as you are aware has been recently reported as leaking on the c-series halyard pump set.

Manufacturer narrative:
The following fields have been updated with additional information: b.3. Date of event: (B)(6) 2020. D.2. Medical device catalog #: 10012241-0500. D.4. Medical device lot #: 20076354. D.4. Medical device expiration date: 2023-07-13. D.4. Unique identifier (UDI) #: (B)(4). G.5. PMA/510(k)#: k053049. H.4. Device manufacture date: 2020-07-10.

Event description:
It was reported that texium closed male luer with female cap leaked. The following information was provided by the initial reporter: material no: 10012241, batch no: unknown. It was reported that the texium leaked even though the connection were reported as tightened. Our texium is being used with the bodyguard pump set for homecare use. The texium is fitted to the fixed luer end of the set and has been reported as leaking where the connection of the luer meets the female end of the texium connection. Connections were reported as tightened, yet leaked. The picture I will be sending along shows the med as crystallizing where it has leaked. This is the first instance of this occurring where the texium has leaked with the use of this bodyguard set and as you are aware has been recently reported as leaking on the c-series halyard pump set.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that texium closed male luer with female cap leaked. The following information was provided by the initial reporter: material no: 10012241, batch no: unknown. It was reported that the texium leaked even though the connection were reported as tightened. Our texium is being used with the bodyguard pump set for homecare use. The texium is fitted to the fixed luer end of the set and has been reported as leaking where the connection of the luer meets the female end of the texium connection. Connections were reported as tightened, yet leaked. The picture I will be sending along shows the med as crystallizing where it has leaked. This is the first instance of this occurring where the texium has leaked with the use of this bodyguard set and as you are aware has been recently reported as leaking on the c-series halyard pump set.